Event description:
Customer reported getting high device results. Device = around 500 mg/dl. Customer reported when looking at the test strips for the device, they were "mislabeled". Customer did not provide any additional information on the mislabeling. A request was made for return product and replacement product was sent.